Event description:
A user facility reported that after the lma had been placed in the pt, it was noted that the connnector was missing. The lma was removed and replaced with another. There was no pt injury or problem. The user facility had returned for evaluation.